Manufacturer narrative:
The liberty cycler was not repaired or replaced in association with this event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of this investigation.

Event description:
Medical records received on 12jul2016 revealed a positive test of bacteria in the patient's peritoneal dialysis fluid, caused by touch contamination, on (B)(6) 2016. The patient was prescribed a course of antibiotic vancomycin, dosage unknown, self administered by the patient in the patient's dialysate during pd therapy. Results of a laboratory sample of the patient's dialysate on (B)(6) 2016 were negative, that is, no evidence of bacteria. The patient is currently asymptomatic.